Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient compared their teladoc monitor simultaneously to a medical professional's manual cuff and the result from the doctor's monitor was 142/78, the result from the teladoc monitor was 174/105.